Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported malfunction was verified. Identified that the keyswitch was in the incorrect position. Informed the operator and placed the keyswitch in the correct position. Cleaned monitor bezel and confirmed operation of the touch screen. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that there was no fluoro and no elevation function with the 9800 system. It was also noted that there was a touch screen failure. There was no report of pt injury.